Event description:
The customer initially reported "system not printing". While at the facility, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints related to the oil mist. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He checked for oil mist and there was none present. .